Manufacturer narrative:
(B)(4). Results: previously implanted stent in the iliac artery. Conclusions: previously implanted stent in the iliac artery.

Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. The pt had 2 bare metal stents from unk manufacturer that were implanted 2 weeks ago. One in the right common iliac artery, and one in the right external iliac artery. The stents had not been implanted when the CT scan was done for evaluating the pt for aneurysm repair. It was reported that the talent bifurcated stent graft was fully deployed and during removal of the delivery system, the tapered tip caught on one of the stents in the right common iliac artery and could not be removed. Multiple attempts were made to pull the tapered tip out including brachial approach and ballooning; however, that was unsuccessful. The physician applied external message with pulling of the delivery system and successfully removed the delivery system. No clinical sequelae were reported and the pt is fine. The delivery system was discarded.